Manufacturer narrative:
Hologic field service engineer (fse) and production applications specialist (pas) reviewed logs and found no instrument issues. The wl in question did have an increase in low positives and high negative rlu samples. Customer agreed with pas that the discrepant samples were due to human error during sample handling. Customer reported no further issues after cleaning the lab. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 eua(B)(4), aptima sars-cov-2 (eua(B)(4), and aptima sars-cov-2/flu (eua(B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(6), using assay lot 281262 on panther instrument sn (B)(4) which had 3 discrepant samples. No sample ids were provided. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.